Manufacturer narrative:
The event of "capsular contracture, baker grade unknown." Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and device deflation.

Event description:
Healthcare professional reported right side "textured implants- saline deflation" and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional later confirmed baker grade I.

Event description:
Healthcare professional later confirmed baker grade I.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on radius, crease flat and brown particles outer device leak test and microscopic analysis was performed which identified: sharp opening on radius. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on radius assessed as an unidentified (tear) opening.